Event description:
It was reported that noise oversensing was noted on the right ventricular (rv) lead. No inappropriate high voltage therapy was delivered during the oversensing. No changes or intervention was reported. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.